Event description:
It was reported that a patient underwent a gynecological procedure on (B)(6)2010. The motor drive unit made a loud noise when activated. The same handpiece was used with a different motor drive unit and it functioned normally. The case was then completed with no adverse patient consequence.

Manufacturer narrative:
(B)(4) - damage to drive connector or coupling. Conclusion: the actual device involved in this event was returned for evaluation. The evaluation found the cpc connector and coupler were misaligned. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.